Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information was received and noted that this right ventricular (rv) lead was damaged during procedure. The lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.